Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 11532269 d4: medical device expiration date: 09dec2025 h4: device manufacture date: 09dec2022 d4: medical device lot #: 11532269 d4: medical device expiration date: 13dec2025 h4: device manufacture date: 13dec2022 d10: device available for eval yes, d10: returned to manufacturer on: 01-may-2023 h6: investigation summary 1 used sample of material # 11532269 was returned for quality investigation by the customer. It was reported by the customer that IV tubing leaking. Prior to functional testing the samples were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The samples were then tested by applying the pressure test with water using a 10ml bd syringe to confirm the leakage. The failure of leakage in tubing with fluid droplet was observed in returned samples and issue could be replicated because of the hole in it, and the complaint was verified. Quality notification send to manufacturer and clinician team. A device history record review for model 11532269 and lot number 22125026 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09dec2022. A device history record review for model 11532269 and lot number 22125118 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. An investigation will be performed, and the failure mode was found during the use, therefore, the root cause is related to the user due to misloading. Set loading and unloading guide for the bd alaris¿ pump module tip sheet recommended for user. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: product concern ticket number: (B)(4) date of incident: (B)(6) 2023 product expiry date: n/a number of defective product(s): 1 concern description: IV tubing leaking.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: product concern ticket number: (B)(4). Date of incident: (B)(6) 2023. Product expiry date: n/a. Number of defective product(s): 1. Concern description: IV tubing leaking.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.